Event description:
It was reported that the cot dropped with a patient on board. There was no medical intervention or adverse consequences reported.

Manufacturer narrative:
Conclusion: third party evaluation and repair.